Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia after changing ilet pump supplies, during which the cartridge was inserted without rewinding and was crammed into the pump, leading to suspected compromised insulin delivery; troubleshooting and education were provided, including a full supply change. Symptoms included hyperglycemia peaking at 291 mg/dl. Outcomes included no hospitalization and no additional interventions beyond troubleshooting and education. Investigation included complaint intake review and device-use troubleshooting with the user. Investigation of this case revealed user handling error related to cartridge insertion without the required rewind, consistent with delivery disruption. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.